Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. Visual inspection of the dilator revealed that it had a deformed tip. The tip was flattened and folded outward. Microscopic examination confirmed the damaged dilator tip. The length of the dilator body measured 101mm, which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body measured 2.851mm which is within specifications of 2.81-2.87mm per dilator graphic. The inner diameter of the dilator tip could not be measured due to the damage on the sample. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge site as required." The customer report of a damaged dilator tip was confirmed by the customer photos and the complaint investigation of the returned sample. The dilator tip was flattened and folded outward, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator tip split during insertion. No patient injury reported. No intervention required.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator tip split during insertion. No patient injury reported. No intervention required.